Manufacturer narrative:
(B)(4). Batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: leakage was observed from the right side of the anastomosed site. It was confirmed that a part of the right side of the anastomosed site was being opened which size is about one forceps can go through during the reoperation. The patient¿s condition is confirming. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please explain what is meant by, ¿the purse string came out¿? What does ¿cf¿ mean? What is meant by, ¿the donuts did not seem created properly¿? What is meant by, ¿the target tissue is varus¿? Is it the surgeon¿s normal routine to resect the proximal ima in this type of procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the procedure was completed as intended, no problem was observed at leak test and cf, but 4 days after the surgery, leakage occurred. When the anastomosed site was checked by the cf, there was no problem with it. The donuts did not seem created properly, so that the inside of the patient was checked, and it was found that the purse-string suture came out. There is a possibility of the poor blood flow because the proximal end of ima was resected. The device was used for dst anastomosis. The colostomy was performed to address leakage. The patient is staying in the hospital. The stent placement was performed. The patient got the obstructive colon cancer. The surgeon commented that it is unknown if this case was caused by an alleged deficiency of the device. The intestinal tract was swollen, and the target tissue was varus when the device was inserted into the patient. There is a possibility that the size of the device was a little thin. The patient¿s condition is stable as of (B)(6).. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. Additional information was requested and the following was obtained: "what were the indications for surgery? => no further information is available. Please explain what is meant by, ¿the purse string came out¿? => the string that tied the tissue came out. What does ¿cf¿ mean? => it is colono fiberscopy. What is meant by, ¿the donuts did not seem created properly¿? => from intraluminal, the suture was seemed. What is meant by, ¿the target tissue is varus¿? => the tissue turned inward. Is it the surgeon¿s normal routine to resect the proximal ima in this type of procedure? => no further information is available. Did the patient receive any preoperative chemotherapy or radiation? => no further information is available. Were there any issues experienced with the device in the initial surgical procedure? =>no. What healthcare professional fired the device and what is his/her experience with the device? => no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information is available. Were there any issues with device use/firing? =>no. What confirmation was received that the device completed the firing sequence? => no further information is available. Was the green checkmark visible at the end of the firing? => no further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? => no further information is available. Was there any difficulty removing the device? => no further information is available. Was a complete transection of the white breakaway washer visually confirmed? => from intra were there any issues noted with staple formation? => no further information is available. If so, please describe the shape and location. Was a leak test performed? => yes. If so, what type and what was the result? => it is unknown what type. The result was no problem. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information is available. How was the leak identified? => no further information is available. What was observed at the site of the leak upon reoperation? =>it was confirmed that a part of the right side of the anastomosed site was being opened which size is about one forceps can go through during the reoperation. What is the current patient status? =>the patient¿s condition is being confirmed. No further information will be provided."